Manufacturer narrative:
Hu-friedy has requested additional information from the user facility regarding the patient status; however, to date a response has not been received. The device subject of the event was returned for evaluation and it was confirmed that the tip of the insert was broken. The damage may have been caused by facility personnel dropping or mishandling the insert. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that the tip of their swivel direct flow ultrasonic insert detached in the patient's mouth during a dental procedure. It was reported that the patient was sent to receive x-rays. The head x-ray confirmed that no piece of the insert was present.